Event description:
It was reported that a review was requested of stored events for this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the device data and noted episodes of pacemaker mediated tachycardia (pmt) that were successfully terminated by the algorithm. One episode noted differing morphology on the left ventricular (lv) channel and further evaluation was recommended as there was a possibility of overlapping pacing with a slow intrinsic ventricular tachycardia (vt). An additional episode appeared to show inappropriate therapy due to supraventricular tachycardia (svt). This crtd delivered three bursts of anti-tachycardia pacing (atp) as well as eight shocks, exhausting therapy. A short period of undersensing was also noted on the atrial channel, however this appeared to be a result of the fixed sensing threshold. Device reprogramming options as well as further patient evaluation were recommended. This device remains in service. No additional adverse patient effects were reported.